Manufacturer narrative:
Patient identifier, weight, ethnicity & race: information not provided. The lot # associated with this case has not been confirmed. The hospital reported three suspected lots: 334l9m, 334ccl or 334cw9. Initial reporter's full name, address, phone # and occupation not provided. The sample was not returned for evaluation. 3m will continue to monitor.

Event description:
A facility in (B)(6) reported a (B)(6)-year-old female with an ij cvc line for antibiotic delivery developed skin lesions (denudation and maceration) with use of a 1657r 3m¿ tegaderm¿ chg chlorhexidine gluconate I. V. Securement dressing. The dressing was on for more than 24 hours. Multiple dressings had been applied. Prior to dressing applications, chloroprep/chg and cavilon¿ no sting barrier film were used. The lesions, presented under the chg gel pad, were noticed by hospital staff after cleaning of the site. The patient had no prior history of skin conditions or sensitivity to adhesive. Tegaderm¿ chg was discontinued, catheter was removed, and a new line was placed. The skin reaction healed.